Event description:
A valiant captivia stent graft was intended to be implanted during an endovascular procedure for the treatment of a 57mm thoracic aortic dissection. It was noted the patient had a type iii arch it was reported during the index procedure during the cross-arch process when the delivery system was advanced along the stiffened guidewire, the taper tip which was noted as long of the delivery system tore the opening of true lumen and false lumen causing the delivery system to enter the false lumen from the true lumen and the stent could not be deployed. The delivery system was withdrawn and the operation was ended. As per the physician the cause of the event was due to the patients own anatomy as a result of the type iii arch.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported deployment issue could not be assessed on the film provided; therefore the cause of the event could not be fully determ ined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy or of the patient¿s thoracic dissection. It is likely that the patient¿s anatomy ( type iii aortic arch, angulated arch) was a factor in the reported penetration of the true lumen and cannulation of the false lumen by the delivery system. Analysis of the returned video did not reveal any obvious out of specification delivery system issues. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.